Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log found several instances of ECG advisories consistent with the customer report. The device was extensively tested and passed all testing successfully. Our investigation could not determine the source of this suspected intermittent connection related to the device. The multifunction cable (mfc) was not provided and was suggested to be replaced as a precaution. The device mfc cable receptacle was replaced as a precaution. The device was recertified and will return to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.